Event description:
The customer reported that the paddles pt contact indicator (pci) was not indicating correctly.

Manufacturer narrative:
(B)(4). The customer reported that the paddles pt contact indicator (pci) was not indicating correctly. The customer reported the device was fully functional otherwise. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.